Event description:
The device should have warnings or instructions on the appropriate patient age/weight/etc. For the use of this device. For example, "not to be used in children under a certain years of age."